Event description:
A report was received that patient was experiencing discomfort due to the ipg lying on the hip. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.